Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon used endo gia tristaple medium/ thick 30mm with idrive stapling system. After successfully fired the first 30mm reload, the second one was opened. When they did the positioning deep down the pelvic area, suddenly a "pak" sound heard. After the weird sound, the idrive could not control the articulation of the reload well. When pressed the blue button for articulation, no result on the reload. So, the idrive was taken out from the patient and inspected the idrive and reload. When the reload was unloaded from the idrive, the defected reload was broken. After checking the idrive, it was normal and a new reload has been opened. The problem was solved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).